Manufacturer narrative:
(B)(4): host tissue/pannus. Device evaluated by manufacturer: report of calcification was confirmed. X-ray demonstrated moderate calcification on leaflets 2 and 3, and minimal calcification on leaflet 1. The wireform was detached at the attachment site near leaflet 2; there were no missing pieces. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflet 2 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5 mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 5mm near commissure 2, and leaflets 2 and 3 by approximately 7mm near commissure 3 on outflow aspect. The sewing ring was cut around leaflet 2 and exposed the wireform at the inflow aspect. Based on the product evaluation findings, calcification and host tissue restricted leaflet mobility and led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a (B)(6) male patient underwent mitral valve replacement to remove his 27mm bioprosthetic mitral valve due to severe prosthetic mitral stenosis and regurgitation. The implant duration of the 27mm valve was eight years and nine months. The valve was found to be heavily calcified and nearly rigid. During removal of the valve, it was freed from all the scar tissue and surrounding tissues. A 29mm non-edwards valve was implanted in the mitral annulus and the chest closed. The patient tolerated the procedure well with no complications, and was transported to the intensive care unit in stable condition. Patient was discharged on post-operative day 8.

Manufacturer narrative:
Device evaluation also confirmed customer's report of stenosis. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.